Event description:
It was reported that during a da vinci para esophageal hernia repair procedure, the customer noted that the endowrist one vessel sealer instrument alarm went off. A recoverable fault message was seen stating that the vessel sealer was not functioning, use caution. The customer was not certain if the sleeve or blade was out, the surgeon removed the instrument and did not use anymore. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's blade was dislodged, system logs showed that the instrument was used accordingly and then had one blade jam error. Visual inspection confirmed blade was exposed, at .066, the blade nor blade track did not showed any biodebris. The conductor wire showed no damage. The instrument was placed on an in-house da vinci system and it passed homing, sealing and cut testing. The knife slot measured .025. An additional observation not reported by site was that the instrument's grip tips exhibited a scratch with light material missing on the surface at midpoint towards the tip, measuring approximately .615. 48 - an additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The main tube exhibited small scratch marks that did not align with the main tube at the distal end. Area affected measured approximately .888. No material was missing. Down the main tube there was another scratch mark that aligned with the main tube, measured .189. An additional observation not reported by site was that one of the instrument's lever was missing. The instrument did not exhibit any outer damage. The blue housing was removed and found some bio debris inside the housing, but no damage. Evidence not conclusive, but missing lever damage may be due to likely mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip tips found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.